Manufacturer narrative:
(B)(4). P-cap or reservoir locks properly into place. Unit received with unresponsive buttons due to corroded electronic assemblies. Unable to perform displacement test or selftest due to unresponsive keypad. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was cracked at battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.